Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose throughout the night. The customer¿s blood glucose level during the incident was 505 mg/dl. The customer¿s current blood glucose level was 566 mg/dl. The treated with a bolus from the insulin pump. They had changed out the infusion set, reservoir, and insulin. Troubleshooting was performed on the insulin pump and insulin exited without incident. It was found that the infusion set¿s cannula was bent. Troubleshooting as performed for the bent cannula. The device will not be returned for analysis.